Event description:
During the procedure, the balloon withdrew with difficulty when it passed through the lesion at anterior descending branch. The surgeon tried many ways to withdraw it. No adverse event on the patient. The balloon was complete and no injury on the vessel. The sample will be returned for investigation.

Manufacturer narrative:
The device has been received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(6).

Manufacturer narrative:
Additional information: the intended procedure was treatment of the lesion in the anterior descending branch. It is unknown if the lesion was calcified, tortuous, or what the lesion stenosis rate. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no damages noted to the product prior to use and the device prepped normally with no anomalies noted. The contrast media, contrast-to-saline ratio, and brand inflation device are unknown. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction as the balloon was inserted into the patient and there was no difficulty advancing the device to and across the lesion. The catheter was not ever in an acute bend and the device was not kinked after use. The balloon inflated normally and maintained pressure. The balloon was deflated completely and it rewrapped properly. The balloon did seem to stick to the stent, which was a non-cordis stent. The balloon catheter had withdrawal difficulty from the vessel. No additional intervention was performed to remove the product. There was no resistance/friction as the device was removed. The device was removed intact (in one piece). Another balloon was not used. There was no patient injury, and the patient was discharged. Complaint conclusion: during the procedure, the balloon withdrew with difficulty when it passed through the lesion at anterior descending branch. The surgeon tried many ways to withdraw it. No adverse occurred to the patient. The intended procedure was treatment of the lesion in the anterior descending branch. It is unknown if the lesion was calcified, tortuous, or what the lesion stenosis rate. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no damages noted to the product prior to use and the device prepped normally with no anomalies noted. The contrast media, contrast-to-saline ratio, and brand inflation device are unknown. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction as the balloon was inserted into the patient and there was no difficulty advancing the device to and across the lesion. The catheter was not ever in an acute bend and the device was not kinked after use. The balloon inflated normally and maintained pressure. The balloon was deflated completely and it rewrapped properly. The balloon did seem to stick to the stent, which was a non-cordis stent. The balloon catheter had withdrawal difficulty from the vessel. No additional intervention was performed to remove the product. There was no resistance/friction as the device was removed. The device was removed intact (in one piece). Another balloon was not used. There was no patient injury, and the patient was discharged. One non sterile sakura fire star, 2.00 x 20, 2 was received coiled inside a plastic bag. Balloon was not inflated. No other damages were found. Outer diameter was measured and found within specification. The device was introduced through catheter sheath introducer 5f (laboratory sample) and no resistance was felt. Review of lot 15920643 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿ptca system - withdrawal difficulty¿ was not confirmed as the device was found to be within specification and functioned as intended during functional analysis. The exact cause is unknown. It is possible that vessel characteristics may have contribute to the difficulty experienced by the customer; however, in this case, vessel characteristics are unknown. Neither the DHR review nor the analysis suggests a design or manufacturing related cause; therefore no corrective action will be taken.